Event description:
It was noted that during normal device change out, lead fracture was suspected. After the chronic lead was connected to the new device, a successful dft was performed. However, returned to sinus was not detected. The device charged to deliver a second shock, however low, out of range hv lead impedance was observed. The lead was capped and replaced. It was noted that there was damage made to the lead during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.